Event description:
It was reported that air bubbles were observed within the infusion set tubing. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued to use the existing cartridge.